Event description:
In an attempt to place a coronary stent with delivery system proximal to a previously deployed stent (made by another MFR) at the target lesion site located in the pt's right coronary artery, it was reported that the sds "recoiled" out of the vessel. Upon withdrawal of the sds, it was noted that the stent was not observed to be on the balloon catheter. Subsequently, the stent was observed to be located in the right coronary artery, proximal to the previously deployed stent. The pt was stable and no further action was taken at that time. The pt was returned to the cath lab the following day and the stent was retrieved and removed utilizing a microsnare. There were no add'l complications reported relative to this event.